Event description:
It was reported that a baxter device was programmed to deliver pitocin in the obstetric care area. The customer stated the pt was full term with her pregnancy, in labor and a fetal heart monitor placed. It is unk how long the pt had been laboring for but due to the lack of progression with labor the pt was started on a pitocin infusion at a rate of 2 ml/hr. Approx 5 minutes after the infusion was started the clinician discovered the medication was rapidly infusing at a faster rate than the device was programmed. The device was stopped, IV tubing clamped and device was turned off. It is unk how much pitocin infused into the pt. The pt's vital signs are unk at the time of the alleged incident. The nurse stated that the pt had a cesarean section due to deceleration of the fetal heart rate. The customer stated that both mother and baby were doing well and no long term ill effects were noted postpartum. Refer to MFR report 1314492-2015-05310 for the report of the mother.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The engineering investigation was able to confirm and reproduce the reported unrestricted flow resulting in an over-infusion. The investigation found that the cause of the over infusion was that the received door on the pump was not the calibrated door that was attached to the pump when the device was last serviced in december 2011. The device was tested with a door that was installed correctly, and the device delivered as expected. This suggests that the door was installed outside of baxter. Each door is specifically calibrated at baxter to each individual pump and if the door is changed and not calibrated, the possibility of over-infusions and uncontrolled flow can occur. The mechanism assembly and door were replaced.